Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at a third party service center, the service technician observed foam particles in the device. The device had an error code present (error code 22). The device was scrapped. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.